Manufacturer narrative:
Product event summary: product event summary: the 990063-020 mapping catheter with lot 223321415 was returned and analyzed. Visual inspection of the mapping catheter observed a broken/detached loop. Additionally, ribbed material was observed on the tubing, a displaced electrode was observed on the loop of the tubing, and a bulge was observed on the tubing. The mapping catheter was received inserted inside the balloon catheter and the mapping catheter was unable to retract. A visual inspection of the mapping catheter loop segment showed the loop was ribbed near the electrode(s) and the loop section was detached at six inches from the tip. The loop was also bulged at the electrode(s) and all electrodes were displaced from its original location. Functional testing was not able to be performed using the diagnostic computer due to the condition of the mapping catheter. In conclusion, the mapping catheter failed the returned product inspection due to a broken/detached loop. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.